Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and hit the table causing the pump screen to crack. Reportedly, the touchscreen was unresponsive. There was no reported impact to customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.